Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient underwent placement of the inferior vena cava (ivc) filter because of his history of having a left lower extremity deep venous thrombosis (dvt) and having developed hemoptysis related to pneumonia which was a contraindication for anticoagulation at that time. During placement of the ivc filter via the right femoral vein, the filter was deployed approximately over the l2-l3 interspace. Fluoroscopy was used while the filter was deployed. The patient tolerated the procedure well. The filter subsequently malfunctioned in its anchoring system resulting in severe tilt, embedment, perforation and inability to remove. Approximately nine months post implantation of the filter, the patient resumed anticoagulation and an unsuccessful attempt to remove the filter was carried out. During the unsuccessful removal attempt, a completion venogram was performed and it noted that the filter was patent but was severely angulated/tilted with the hook end of the filter appearing to be embedded within the wall of the cava at the confluence of the right renal vein. The completion angiogram demonstrated a patent filter and patent ivc with no areas of extravasation. Per the patient profile form (ppf), sometime post implantation of the inferior vena cava (ivc) filter, the filter was found to have a tilt, be embedded, and have perforated outside the ivc. The patient now suffers from pain and anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Pain and anxiety do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. This report is a follow up report to MFR number 9616099-2016-00397 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter which subsequently malfunctioned in its anchoring system resulting in severe tilt, embedment, perforation and inability to remove. The patient has suffered and will continue to suffer medical expenses, pain and suffering, loss of enjoyment of life, and other losses. The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter because of his history of having a left lower extremity deep venous thrombosis (dvt) and having developed hemoptysis related to pneumonia which was a contraindication for anticoagulation at that time. During placement of the ivc filter via the right femoral vein, the filter was deployed approximately over the l2-l3 interspace. Fluoroscopy was used while the filter was deployed. The patient tolerated the procedure well. Approximately on or about nine months post implantation of the filter, the patient resumed anticoagulation and an unsuccessful attempt to remove the filter was carried out. During the unsuccessful removal attempt, a completion venogram was performed and it noted that the filter was patent but was severely angulated with the hook end of the filter appearing to be embedded within the wall of the cava at the confluence of the right renal vein. The completion angiogram demonstrated a patent filter and patent ivc with no areas of extravasation. According to the information received in the patient profile form (ppf), sometime post implantation of the inferior vena cava (ivc) filter, the filter was found to have a tilt, be embedded, and have perforated outside the ivc. Approximately on or about nine months post implantation of ivc filter, an unsuccessful removal attempt of the filter was performed. The patient now suffers from pain and anxiety about future complications.